Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was feeding slowly into the jaws and it fell out when the device was used on the blood vessel. The fallen clip was retrieved via a trocar with a forceps. There was neither unexpected noise nor resistance. There was no torquing ir twisting of the device present. It was unknown which firing of the device this event occurred on. The device was fired twice out of the patient after this incident. Another device was used to complete the case. There were no adverse consequences to the patient.